Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected, since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 02-aug-2024 at 6:07:00 am. There was no power data available for the date of (B)(6) 2024. Unable to check power data for power loss alarm. No unexpected power loss alarm noted, during testing. The pump was received, with the original battery cap. No cracked/damaged battery cap or battery cap contact missing/damaged noted, during visual inspection. The pump was received, without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a missing display window/cover, a cracked keypad overlay and a scratched case. The pump passed, all the required testing. Unable to verify, customer alleged for high bgs. Customer alleged, for battery cap contact missing/damaged was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received, by medtronic. Indicated, that the customer had been hospitalized (overnight stay), due to high blood glucose (bg) current bg value: 218 mg/dl. It was reported, that the led up to the event was the infusion set had fallen out. The high bg treated with injections. The length of hospitalization was 15 days. The customer tested for ketones and the results of the ketones was unknown. The customer was treated with IV insulin drip (intravenous insulin infusion), during the hospitalization. Customer has not been using the insulin pump system within 48hrs of reported high bg event. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue using the insulin pump. And it will be returned for analysis.